Manufacturer narrative:
H10: additional manufacturer narrative: updated b5.

Event description:
Through investigation there is no allegation of premature device failure.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the available information, the root cause of this event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 21mm aortic valve for 10 years 7 months, underwent a valve in valve procedure due to severe stenosis. The patient was admitted with acute heart failure, cardiogenic shock and developed renal failure with acute kidney injury. A 20mm replacement valve was implanted in the patient. The patient tolerated the procedure well with no complications noted and was transferred to the ICU in stable condition. The patient was discharged pod #7.